Manufacturer narrative:
Lot number was not provided. Without a lot number, expiration date and manufacture date cannot be determined.

Event description:
A hospital imaging manager alleged three 2670-5 3m¿ red dot¿ soft cloth monitoring electrodes were applied to a patient in the emergency room. A few hours following application of the electrodes, the patient was transferred to the imaging area for an MRI procedure. The patient did not have cardiac monitoring during the MRI, but the electrodes were reportedly left on his skin. The patient stated he felt pain under the electrodes during the MRI but did not say anything until the test was completed. The patient allegedly experienced circular burns under the electrode stubs. He was seen by a physician in the ER and was treated with rx silvadene cream.